Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: on 4/14, before the complaint date, a 5s test was run on the device with passing metrics. No pump is used until the complaint date on 4/23 where on boot up there is a 1039 controller error for a defective optical sensor lamp due to low light voltage (0.73 and 0.74v). This was reproduced over multiple boot ups. Around 0.5v would have implied no light so 0.7-0.8v hints towards a disruption of the light. Device analysis: the failure mode was reproduced. Upon further inspection of the console, the optical bench was found to be heavily contaminated. The contamination was able to be cleaned and the failure mode was resolved. Root cause: the controller error was due to a contaminated optical connector that was resolved after cleaning the optical connector.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported from a biomedical engineer that when an automated impella controller (aic) was being prepped for use, a controller error was received. An alarm occurred before the aic was put into use. The aic was removed from the room and another aic was used. No patient harm was reported.